Manufacturer narrative:
Philips service replaced the frontal image processor and reloaded the software and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent system hangs due to defective ip pc on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.